Event description:
It has been reported to co that the hub of the catheter cracked when the contrast line was attached. There is no report of patient injury. The device is being returned for co analysis.